Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. The 84% stenosed target lesion was located in the severely calcified and severely tortuous proximal left anterior descending artery. Following pre-dilation with a 2.75x20mm maveric balloon, the 3.00 x 32 promus element plus was unable to cross the lesion. The catheter was removed and following additional pre-dilation the product was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination identified proximal stent damage. Stent struts were raised. No kinks or damage were noted along the shaft of the device. A microscopic examination of the tip and balloon found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).